Event description:
Per (B) (6) adverse event report, this pt developed septicemia and possible endocarditis. The entire system was explanted and has been discarded by the hospital. Lumax 540 dr-t, (B) (4), MDR 1028232-2010-00596; setrox s 53, (B) (4), MDR 1028232-2010-00835.